Event description:
It was reported that molding protrusions occurred with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter,"the connection of the purple part and the white part was burr.". 9 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for flashes on the housing with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to flashes on the housing were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for flashes on the housing with the incident lot was observed. Evaluation of the customer samples was conducted and flashes on the housing was observed. However, evaluation of the retain samples was conducted and flashes on the housing were not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding protrusions occurred with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter,"the connection of the purple part and the white part was burr." 9 occurrences were reported, but the date/time and patient information were not given.